Manufacturer narrative:
Investigation of the returned optowire iii by the market authorisation holder confirmed that the guidewire was fractured at 300mm from its distal end, in the proximal joint of the shaft portion of the device. The characteristics of the fracture indicated that the guidewire broke from fatigue. The guidewire would have failed from repeated pull/push during the attempt the cross the tortuous vessel. No sign of excessive torsion or kink was observed on the guidewire. No evidence of manufacturing issue or material defect was observed. Based on the narrative and results from investigation, it is estimated that the repeated attempts to cross the tortuous lesion lead to the fracture by fatigue of the guidewire's shaft. The cause of the failure is likely related to the usage of the device beyond the recommendations provided in the instructions for use IFU).the risks associated with the event are disclosed in the optowire iii instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action.optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not use the optowire if any portion of the device or packaging appears damaged, if any portion of the sterile pouch has been opened or if product is expired. A corrective action was already put in place by the manufacturer. No additional action intended as a result of the incident.

Event description:
Used during angiocath procedure. Lad #8. Since the vessel was so tortuous, he tried to insert the wire by rotating it but did not proceed. The doctor changed to other person and second doctor tried to re-insert the wire to other position but the optomonitor indicated the error message. The doctor decided to change the wire but when withdrawn, the wire was found to fractured at 300mm from the distal end. The fragment was retrieved by snare. The other owiii was used without problem.